Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards lifesciences implant patient registry, two 29mm sapien 3 valves were implanted in the pulmonic position during the index procedure. No further clinical information is available at this time.

Manufacturer narrative:
(B)(4). Medical record review revealed the patient was considered for transcatheter pulmonary valve replacement; however, the annulus was determined to be too large. Pre-stenting was performed on each of the pulmonary arteries prior to the procedure. A successful bilateral pulmonary valve implantation in both the right and left pulmonary arteries was then performed via the right transvenous approach. A guidewire was advanced through a pa catheter into the right pulmonary artery (rpa). A 29mm sapien 3 valve was then advanced to the rpa. The valve was then positioned and successfully deployed. The delivery system was removed. The pigtail catheter and guidewire were then advanced into the left pulmonary artery (lpa). A second 29mm sapien 3 valve was then advanced to the lpa. The second valve was positioned and successfully deployed. Post valve deployment, the patient developed complete heart block. A dual chamber permanent pacemaker (ppm) was implanted. The esheath was removed from the right femoral vein and the perclose were deployed. The procedure was completed. The patient was extubated and transferred to recovery. On postoperative day (pod) 8, the patient was discharged to a skilled nursing facility in stable condition. It was perceived that the complete heart block was likely caused by injury to the rbbb/av node during the deployment of the valve in the rpa. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(6) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The edwards sapien 3 transcatheter heart valve (thv), and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). In this case, the exact cause of the complete heart block post deployment of the valve in the rpa cannot be confirmed. However, procedural factors (manipulation of the devices, pressure from the implanted valve on cardiac structures), in addition to patient factors (moderate aortic stenosis, supraventricular tachycardia (svt), lbbb) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.